Manufacturer narrative:
Description of device analysis: date of procedure: ni. The fastracker-18 catheter was returned in two pieces, wrapped around themselves in its pouch, together with the packaging coil and tray. There was some blood inside the distal shaft. During the investigation it was observed that the catheter had detached actually at its proximal end, 24.5 cm distal to the hub, with a jagged circumferential fracture on the shaft. The shaft was pinched on both sides of the fracture. This type of fracture has been observed on other cases of micro catheters introduced into the guiding catheter through a stopcock, and as a consequence of the stopcock being accidentally closed while maneuvering the microcatheter. Per labeling instructions: "caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." "The recommended continuous flush set up, as illustrated, requires two stopcocks and two rotating hemostatic valves (tuohy-borst type); the rotating hemostatic valves provide a fluid tight seal and are attached to the guiding catheter and fastracker catheter. The stopcocks attach to the rotating hemostatic valves sidearms which become infusion ports for appropriate flush or contrast media injection. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that during the procedure, the distal tip of the catheter sheared off. This occurrence was of no consequence to the pt.